Event description:
It was reported, during patient use, the ventilator did not pass system calibrations. The alleged event was reported to have occurred during changing of the patient circuit. The device did not stop ventilating however the patient was removed so that the device could be serviced. There was no patient harm reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). It was reported that the unit was run for twenty-four (24) hours after calibration. It worked and no issues were found. The customer failure mode was not verified. Please disregard the last sentence phrase: "or serious injury is associated with this event".

Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported the solenoid valve was replaced as a precaution.